Manufacturer narrative:
Product was used on the rcfa following a diagnostic catheterization procedure without apparent complication. Approx 1 week later, the pt returned complaining of numbness in the right leg. There was approx 30% decrease in the arterial flow. The collagen was surgically removed. The pt was discharged without further complication. 86: evaluation of the event based on manufacturing and qc procedures and the historical use of device related to this event. Code 310: during the product clinical trials, two collagen insertions occurred in 560 pts treated with product. Code 200: the product device is designed with several safety features to minimize the potential for collagen insertions. The product ndik should be used to determine the correct product kit size for the pt. The tissue dilator and plunger are designed with indicator marks which minimize the potential for collagen insertions. In addition the instructions for use specifically describe the technique to use deploying the collagen. Code 68: because no details of the procedure were provided, co cannot identify incorrect technique that would have caused this complication. However, based on the historical use of the device, co assumes that this ws not a device failure and that the cause was most likely due to improper technique.